Event description:
The tip of device broke off in the patient's capsule and meniscus. An arthrotomy was necessary to retrieve the tip. No further consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Evaluation revealed the distal shaft is bent and the hook portion of the device was bent at the welded area until it broke off. Bending the tip with excessive force was the cause of the customer's complaint. Event attributed to misuse.